Event description:
During sterile line change, it was discovered that hexport was missing a port from device. It was discovered before any sterile connections were made. This rn was brought new hexport by resource rn. Manufacturer response for extension set, 12¿ 2.1ml, smallbore hexafuse set, 6 microclave clear, nanoclave, 6 check valves (per site reporter). Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.